Event description:
Apn (advanced practice nurse) opened a teleflex pressure injectable three lumen cvc (central venous catheter) kit. While observing the sterility of the package, apn noticed a brown particle in the center of the sterility field.